Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis manifested by cloudy pd effluent coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was reported to be possibly due to eating unhygienic food and catching a cold at the same time, however, the cause was unknown. Fifteen days prior to the receipt of this report, the patient was hospitalized for the peritonitis. On an unreported date during hospitalization the patient was given treatment for the peritonitis with vancomycin, intraperitoneally injected into the pd solution (dose and frequency not reported). Two weeks after being admitted to the hospital, the patient was discharged, the peritonitis was resolved and the patient was recovered from the event. It was not reported if dianeal therapy was ongoing. No additional information is available.